Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy for what appeared to be atrial driven events. The implantable cardioverter defibrillator (ICD) currently remains in use. No further patient complications have been reported as a result of this event.